Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the meter remote has been displaying a message stating that a bolus was not delivered due to communication issues, but when the bolus history is reviewed, it shows that the bolus was delivered. The reporter noted that the patient¿s blood glucose (bg) has been elevated to 300mg/dl with no signs or symptoms of hyperglycemia. The reported bg excursion does not meet criteria for a serious injury. The pump was not available for review at the time of initial contact, and additional information is not available at this time. This complaint is being reported based on the allegation of a discrepancy in the bolus history in comparison to error messages received.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: a review of the pump¿s history showed only typical usage was observed. The total daily doses added up correctly to reflect the user¿s programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.